Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the screw holding the hemopro jaws was protruding upon opening the kit. The hospital was "uncomfortable with what appeared to be a defective device." A replacement device was used to complete the procedure. The hospital did not report any patient effects.